Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel cable, video cable, and f4 fuse were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7700 system would not boot up. No patient injury was reported.